Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 date of submission 12/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover; however, the up arrow, down arrow, and ok symbols were worn. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive; the ok keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the up keypad button was intermittently unresponsive when pressed. At the time of troubleshooting, the reporter denied any visible damage to the pump¿s keypad. The reporter also confirmed the pump was not exposed to moisture. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.